Event description:
Device report from synthes europe reports an event in (B)(6) as follows: during an x-ray - (B)(6) 2012 it was noted that a proximal femur plate implanted (B)(6) 2011 had broken post operatively. Neither the implant nor the x-rays are available at this time for review. This is report 1 of 1 for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 4.5mm proximal femur plates was processed through the normal manufacturing and inspection operations with no scrap, non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications at time of acceptance with one material review record reported. Mrr #(B)(4) was generated against the raw material due to an oversized raw material thickness. The raw material was dispositioned as conforms as the rail height feature is not specified on the raw material drawing. One (1) piece was returned to supplier for confirmation of radius symmetry. The raw material met all dimensional and visual criteria at the time of release with no issues documented. The complaint determined to be invalid based on the DHR review only. No device was returned for dimensional inspection.

Event description:
This is report 1 of 1 for this complaint (B)(4).